Event description:
Jack speake (local rep) writes, "the perfusionist hit "cold" on the cpg side and they notice there is no flow and the lines are not cold. I did have them confirm there is flow on the patient channel, and they set that water temp to 18 degrees and saw that it was working towards that; so this is just specific to cpg it appears." The issue was reported by dan riley (staff perfusionist). An onsite investigation is required.

Manufacturer narrative:
A cardioquip customer reported that the cpg assembly of their device was malfunctioning when switched to cold. Upon inspection of the device, the technician identified that both the cpg pump and valves were not functioning properly and required replacement. The technician replaced the faulty components and following the repair, the device passed inspection and is fully functional.